Event description:
Healthcare professional reported "something¿ in the box" and "definitely inside where the implant sits". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ foreign material on implant: not observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "something¿??? In the box" and "definitely inside where the implant sits". Device was not implanted.